Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient was implanted with a medtronic device in 2017 in the united states. Patient did not have any external equipment with them at the time of the call. Patient said the stimulator never worked and they had never been using it. When asked for event date patient said it was immediately for the ins was put in the wrong spot because they had a trial done and when the ins was put in they could not put the leads in the same spot as the trial due to tissue. The doctor tried to put it close to that spot but it was not shocking in the right spot at all. Pt was told by their doctor royster in louisiana they had a medtronic device and to call medtronic to find out who the implanting doctor was. Agent could not find pts registration. The patient was redirected to their healthcare provider to further address the issue.